Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scope's image was very cloudy and fuzzy. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the product on 05/26/2009. The initial visual inspection showed that the scope distal window was damaged, there were scratches on the tube shaft, and the optic was compromised. The scope was shipped to the OEM, scholly fiberoptics, on 05/28/2009 for further investigation. A supplemental report will be submitted when the investigation results are received from scholly fiberoptics. (B)(4).